Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2009 by foot & ankle international, titled ¿crislip tw. Proximal first metatarsal opening wedge osteotomy with a low profile plate ". The study reviewed eighty-four (84) patients who underwent metatarsal opening wedge osteotomy; first metatarsal for correction of hallux valgus, using lapidus plate system (lps plate). During the two to three (2-3) year follow-up period, one (1) patient experienced nonunion due to metal allergy. Source: shurnas ps, watson ts, crislip tw. Proximal first metatarsal opening wedge osteotomy with a low profile plate. Foot & ankle international. 2009/09/01 2009;30(9):865-872. Doi:10.3113/fai.2009.0865.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.